Event description:
It was reported that an 80-year-old female patient weighing 47.0 kg underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. At procedure. Because arrhythmia induction resulted in af, pulmonary vein isolation (pvi) was planned. During pvi, the heart shadow was slowed down by fluoroscopy, and decrease of blood pressure was confirmed. Since pericardial effusion was confirmed by echocardiography, drainage was performed. Timing when complaints occurred was at left inferior pulmonary vein (lipv) ablation after 2 hours after the patient entered. Drainage was performed for pericardial effusion. Hemodynamics became stable after about 150 - 200cc of drainage. The procedure was completed. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 35w> 8ml/min 35w 15ml/min. Details of the health injury: cardiac tamponade. Details of health injury (others): drainage was performed, and the patient recovered. The attending physician's opinion on the relationship between the event and the product was that it is presumed that his, rv catheter inserted to induce at was the cause. The site thought to be tamponade was close to the position where the rv catheter was placed, and pvc due to catheter stimulation occurred quite frequently. After that, because of becoming af, the physician thought that af was caused by pericardial effusion. There were no abnormalities observed prior to use and during use of the product. The complaint product(s) will not be returned for analysis. The lot number for the catheter was confirmed as e8405283. The adverse event was discovered during use of biosense webster products. The outcome of the adverse event was improved. Generator was a smartablate generator, the serial number was unknown. Rf needle was used for the transseptal puncture performed. The event occurred during the ablation phase. The force visualization features used were real time graph; dashboard; vector; visitag. The additional filter used with the visitag was fot. Color options used prospectively was fti. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30869320l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2022, bwi received additional information regarding the event. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data ---none. Other relevant history ---none. Generator information was smartablate generator, the serial number was unknown. Correct catheter settings were selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. The pump flow setting was normally controlled by the generator. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were range1mm; time 2sec; fot; 25% tag size 2. Additional filter used with the visitag was fot. Color options used prospectively was fti. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).